Manufacturer narrative:
Upon receipt, analysis confirmed a rate fault reset had occurred. Technicians used an engineering-level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion did not meet an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of therapy delivery, sensing, and recording functions. Analysis concluded this device experienced premature battery depletion, however, the cause could not be determined.

Event description:
Boston scientific received information that the patient with this device experienced giddiness symptoms and presented for a follow up visit. Interrogation of this device revealed complete loss of pacing and the device had reached end of life status. There was no allegation of premature battery depletion. A replacement procedure was performed. This device was removed and replaced. Subsequently, one and one-half year later, this device was returned for analysis. Initial analysis revealed a reset had occurred prior to explant and there may have been premature battery depletion. Further analysis will be performed.

Manufacturer narrative:
Upon completion of the analysis, this event will be updated.